Event description:
Doctor was completing surgical procedure with insertion of 8-hole plate resorb-x with 8 resorb-x screws. Plate was used with no problems. All screws broke while being inserted. Physician felt they were too flimsy.